Manufacturer narrative:
Device evaluation: visual inspection revealed the plugs were found to have drive mechanism damage/deformation. Two of the three plugs have minimal/moderate deformation, while the third is severe damage. Potential cause: root cause was unable to be determined. This event could possibly be attributed to placing off-axis forces on the plug during insertion. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that three java instinct plugs threads stripped during surgery; the doctor used spare plugs to complete the surgery. There was no reported patient harm or injury. This is report three of three for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2021-00091 through 3003853072-2021-00093.

Event description:
It was reported that three java instinct plugs threads stripped during surgery; the doctor used spare plugs to complete the surgery. There was no reported patient harm or injury. This is report three of three for this event.